Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical services (cts) requesting guidance through the load process. The customer blood glucose (bg) level was 266 mg/dl. The customer delivered a bolus with the pump to address bg level. During troubleshooting with cts, the customer was able to load a new cartridge successfully.